Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
The customer reported that the central system had no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the m3150 info cntr local database rel n.0 indicating that the central system had no sound. A field service engineer (fse) went onsite and found that the speaker was loose. Based on the information available and the testing conducted, the cause of the reported problem was the connection of the speaker cable. The reported problem was confirmed. The device was operational after reconnecting in the speaker cable.